Manufacturer narrative:
The technician replaced the brake and the brake steer casters to resolve the issue.

Event description:
Technician alleged that the brake and brake steer casters were ratcheting from side to side when the brakes were engaged. No pt impact.